Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for evaluation. The event was not confirmed. Conclusion: the exact cause of the event could not be determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Device not returned.

Event description:
It was reported, "stripped can't work with the bigger cups."

Event description:
It was reported, "stripped can't work with the bigger cups."